Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and self-test. Unit was monitored and no missing segment during testing. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, stained endcap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 550 mg/dl. Customer also reported crack in pump and burnt display and a burnt spot on the back of the pump by the battery compartment. The customer stated that they were able to see the screen but it is hard to read. No symptoms or treatment were reported. The insulin pump is not expected to be returned for analysis.